Manufacturer narrative:
Correction and additional information: section b5: it was reported by the customer that lens was was identified as faulty due to marks on the lens and loading marks. There was no contact with the patient¿s eye, and no patient involvement was reported. No further information was provided. Additional information was received from reporter on 9/29/2025 that the complaint was in fact due to preloaded system being faulty as the injector did not capture the iol and thus push past the lens. There was no loading marks issue. The case has been assessed as not reportable. Section h10: regulatory report follow up (h10): upon additional information received, the device code dc-cosmetic issues (3020) is no longer applicable and the code is updated to dc-override (1384). Therefore, no further information will be submitted under medwatch md-0026630. Hence a correction MDR is needed with the aware date of 9/29/2025, the date additional information was received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that preloaded intraocular lens was identified as faulty due to marks on the lens and loading marks. There was no contact with the patient¿s eye, and no patient involvement was reported. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.